Manufacturer narrative:
The manufacturer has completed the investigation for an allegation a ventilator spontaneously changed modes and the patient expired. The event was reported to have occurred between 0500 and 0600 est on (B)(6) 2016. The available information indicates the ventilator was being used to transport a patient for a procedure. The reporter of the event alleges the ventilator spontaneously switched from assist control mode to bipap mode during the transport and the patient's blood oxygen saturation level began to decrease. According to the reporter of the event, the patient was manually ventilated, placed on another device and later expired. The ventilator was returned to the manufacturer for evaluation. During testing the device failed test steps related to the operation of the active exhalation control module (aecm). The solenoid valve was observed to be stuck in the open position consistent with contamination. The device passed all other testing. The ventilator's downloaded event logs were reviewed. The event logs indicate the ventilator had been in use prior to the reported time of the event and was turned off at 02:20:31 est on (B)(6) 2016. The device was then powered on at 05:38:58 eston (B)(6) 2016. The ventilator was operating in assist control mode with a tidal volume of 500 ml and a rate of 14 breaths per minute. The device was not connected to an ac power source and was operating on internal battery power (consistent with transporting the patient). The device was then powered off at 05:40:54 est on (B)(6) 2016 and was not restarted until 14:28:25 est on (B)(6) 2016. The event logs confirm the ventilator did not spontaneously switch modes during this time, or any other time while the device was in use. The manufacturer concludes the ventilator operated as designed prior to, during and following the reported time of the event. The device event logs confirm there were no issues logged related to the function of the aecm while the device was in use.

Event description:
The manufacturer received in formation alleging a ventilator spontaneously changed modes and the patient expired. The manufacturer is currently investigating this event. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board and interface board. The oxygen blending module board and interface board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the oxygen blending module board failing was due to diode (d501) having low impedence. The interface board was evaluated and was found to operate to design specifications.